Event description:
Following a diagnostic procedure, the physician attempted to place an angio-seal device; the physician initially inserted the device upside down (not in accordance with the instructions for use). He then twisted the device 180 degrees, and then proceeded through the confirmation stage. Believing he had confirmed proper placement, the physician deployed the device; however, persistent bleeding from the puncture site was noted. The physician then tamped down very hard on the collagen; hemostasis was achieved, but the tension spring distance is normally 2-3 cm). The pt complained of severe pain in her right knee and calf. Pedal pulses (1+ prior to procedure) were barely audible by doppler. The physician pulled up on the suture, and flow returned to the foot. The spring was removed, at which time bleeding was noted. The tamper tube was removed from the puncture tract, and a c-clamp applied (length of time unknown). The pt was taken to the operating room to remove the device. A thrombectomy with graft, and an endarectomy of the right common femoral, superficial femoral, and profunda arteries was performed. At this time it was also noted that the pt had extensive peripheral vascular disease. The anchor was seen to have caught on a plaque on the posterior wall of the artery, and the collagen was intra-arterial. Following the thrombectomy, the pt did well.